Event description:
(B)(4) - n/a - issue: on (B)(6) 2024, dr. ((B)(6)) reported cas that during procedure ID # (B)(6) the cci was thin on the anterior flap and when advancing through, it was noted the flap tore.

Manufacturer narrative:
Review of the system data shows that the laser capsulorhexis was completed without issue and laser found to have functioned as designed. No further clinical follow up or intervention required.